Event description:
It was reported that an intraocular lens (iol) was explanted due to blurriness, cloudiness, and glare. Symptoms present since fist day after surgery. A non johnson and johnson iol with the same diopter size was used as replacement iol. There was no incision enlargement or any other adverse events. The patient was happy with the replacement lens. The suspect product has been disposed. It was indicated that a non johnson and johnson iol was also implanted in the second eye of the patient and the patient was much happier with that lens. No other information was provided.

Manufacturer narrative:
Ethnicity: unknown if hispanic/latino or not hispanic/latino. When asked, the account indicated "caucasian". The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.